Event description:
The pt's family member had reported in 10/2004 that the pt's one touch ultra meter was not turning on and that family member had to take the pt to the emergency room. Medical affairs specialist had left a message for the family member to call back and family member responded the same day. Family member provided additional information regarding the event. Family member stated that in 2004, the pt had tested on the meter in the morning with a result of 152 mg/dl. The pt did not have any symptoms at that time. The pt took the pt's set amount of 20 units of insulin (type unknown). That same afternoon, family member noticed that the pt's speech was slurred and so family member tried to test the pt on the meter. The meter would not power on and family member was not able to test the pt's blood glucose. Family member immediately took the pt to the emergency room, where the ER meter result was 400 mg/dl. The pt was given 15 units of insulin and kept there for an hour. During troubleshooting the meter issue, it was discovered that the batteries were not inserted correctly. Family member asked to place the batteries in correctly and then turn on the meter. The power issue was resolved and the meter turned on. Therefore, there is no evidence of any meter malfunction, but user error was involved. This case is reported as an adverse event since due to use error, the pt suffered a serious injury.